Event description:
After completing a diagnostic procedure, the distal part a 6french jl 6 infinity catheter was observed missing. The patient was transferred to the cathterization table and under fluoroscopy, the distal tip was seen in the abdominal aorta. Access was achieved via the opposite groin, and after 3 1/2 hours the tip was ensnared and removed. After the procedure, the patient was noted in good health, however a large hematoma developed in the second access site.